Event description:
A report was received stating a ventilator was found to have a dislodged and broken interior gas inlet filter part. The patient was removed from the device and placed on an alternate ventilator without harm. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4)